Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. The stapler reload used during this event has not yet been received for additional investigation. A follow-up MDR will be submitted if additional information is obtained. As of 25-oct-2021, a review of the site's complaint history does not show any additional complaints related to this product and/or this event. An image and video review cannot be performed as no images or videos were obtained of this reported event. A review of the system logs for the procedure date of (B)(6) 2021 has been performed by an intuitive surgical, inc. (Isi) post market surveillance specialist and the following was observed: no relevant errors were observed during this procedure. Additionally, the only da vinci stapler instrument used during this procedure was a sureform 60 with three blue reloads. The sureform 60 is a single use instrument and therefore was not used in subsequent procedures. An isi senior failure analysis engineer reviewed the stapler logs for the stapler used in this event and the following info was provided: ¿logs show pn 480460-09, lot l90210924-0082 was installed 4 times and fired 3 reloads (all blue). All firings were completed per the logs with no pauses for compression. There were no incomplete clamps by this instrument.¿ this event is being reported due to the following conclusion: after undergoing a da vinci-assisted right hemicolectomy procedure, the patient reportedly experienced a staple line leak on the colon. The cause of the alleged staple line leak is unknown.

Event description:
It was initially reported that after a da vinci-assisted right hemicolectomy procedure, the patient had a colon leak into the abdomen. On 25-oct-2021, the intuitive surgical inc. (Isi) clinical sales representative (csr) was contacted and additional information was obtained about the complaint: the csr learned of this event by the surgeon of this procedure who reported that the leak was on a staple line. Isi performed multiple follow-up attempts to obtain additional information. However, as of the date of this report, no further details have been received.